Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When the drill bit was pulled out of the patient's bone after drilling the distal static hole, the drill bit was broken and remained in the bone. To remove the broken part, another incision was added and the broken drill bit was removed from the patient's body. Then, two distal screws were inserted in the nail through the competitor's proximal jig. In the image, it was noted that the two screws did not come through the screw hole of the nail. The screws were removed once and exchanged to other new screws. The other screws were inserted in the nail without jig successfully to complete the procedure. The time of the surgery was extended by 120 minutes.